Event description:
Director of purchasing called to report an alleged incident which resulted in an injury. A nurse was holding pt cradled in their left arm. Nurse was attempting to place the pt in a c2hs/c2000 incubator. With their right hand, the nurse unlatched the left pawl latch. The nurse then proceeded toward the right side pawl latch by turning their body and thus placing the pt's head toward the access panel. The nurse reported that before they were able to grasp the right pawl latch the access door dropped open and onto the pt's head. Stated the pt's skull was fractured in the alleged incident, and was flown to another facility for emergency care.